Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The customer stated that they received consecutive abnormal aspiration (sample pipetter) alarms on samples that visually looked normal and were not clotted or had bubbles. The field service engineer found that the sample probe was clogged. He adjusted the rinse levels, replaced the sample probe, and performed probe adjustments and air purge. He also corrected the movement during the mechanical checks. Hardware checks, precision studies, and qc were performed and they were all within range. The investigation determined that the root cause was due to a clogged sample probe. The service actions (adjusting the rinse levels, replacing the sample probe, performing probe adjustments and air purge, and correcting the movement during the mechanical checks) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with creatinine assay on a cobas c503 analytical unit. Initial result: 2.93. Since the initial result was accompanied by a delta check notification, a new sample was drawn and tested and the result was 0.21. The original sample was then repeated and the repeat result was 0.228. The unit of measurement was not provided. The repeat result was deemed to be correct.